Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that the device was only a month old and showed 74 percent battery life or 5.5 years remaining. Technical services (ts) assessed and indicated that this was lower than expected but were unable to review the device data. Ts suggested the patient have the clinic call for further investigation, noting that battery life also depends on programmed settings. This crt-d remains in service. No adverse patient effects were reported.